Manufacturer narrative:
Evaluation: received one central venous catheter. Alcohol solution was flushed through the extension line of the returned sample. Crossover between the medial and proximal lines was observed. Mfg personnel who evaluated the sample stated that the issue sometimes arises from placement of the extension line during molding of the catheter. A void in the juncture hub can cause crossovers. A device history record review for the affected catheter lots was performed with no relevant findings. As a part of mfg, all catheters are pressure tested. Any crossover rejects were noted and scrapped during this mfg process. Confirmed complaint - interlumen crossover. Root cause was determined to be mfg related.

Event description:
It was reported by the clinician, that the lengths of stay in the catheters vary from 2 to 15 days when interlumen crossover occurs. In one case, total parenteral nutrition was withdrawn from a different line than the one administered. In the other case, inotropic drug appeared to be diluted when the heparin saline crossed over. There were no reported pt complications as a result of this occurrence. A power injector was not used, but infusion pumps as with the rest of the medication. They do the flushing with a 5 mls syringe, very, very slow due to this facility being previously informed about this preventing measure after a previous complaint. They detected six other cases due to clinical changes and by visualizing the medication in another lumen different from the one used. They will check each lumen before using it.